Manufacturer narrative:
An event of cardiac tamponade and patient death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of cardiac tamponade and patient death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using an unknown size amplatzer amulet delivery sheath. At the beginning of the procedure, before the puncture of the septum was performed, a small effusion was noticed in the right ventricle. It was determined to be an epicardial lamina and did not cause any clinical symptoms in the patient. No intervention was provided to treat the initial pericardial effusion. The laa was measured 22mm by 16mm and was in a windsock shape. A transseptal puncture was performed, and heparin was administered. The amulet was then deployed, the close criteria were met, and the device was implanted. At the end of the procedure, there was no pericardial effusion seen except for the small one right ventricle one that was present prior to implant. The patient remained hemodynamically stable throughout the procedure. Post procedure, the patient returned to their hospital room. It was noted that 16 hours post procedure, the patient died suddenly. A transesophageal echocardiogram was performed and showed cardiac tamponade. According to the preliminary autopsy report, the patient death was caused by a wound of the pulmonary artery, related to the pins of the prothesis.